Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited sensing noise causing pacing inhibition and asynchronous pacing. No intervention was performed. Further information was requested however, was not provided.